Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's son reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The son stated that his mother ate more than he should have for breakfast. The customer was assisted with performing a bolus. The customer stated that she did not receive the alarm again. The customer was advised to call when the alarm occurs in order to troubleshoot.